Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was up to 500 mg/dl. The customer¿s current blood glucose level is 139 mg/dl. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that the insulin pump failed high pressure test. The insulin pump will be returned for analysis.